Event description:
A pt with bmi of 49 received laser treatment on her knees and the site was unable to find appropriate sized post operation garment due to the size of the pt. Physician reached out to the garment company and they suggested to use (B)(4) bandages and the pt had 5 ace bandages applied to each leg post procedure. The pt returned three days after procedure for a follow up and presented with unconfirmed 3rd degree burns. The physician noted that the bandages were loose and hanging off the pt's legs and there were "bubbles" on both lower legs that were outside the treatment area. The physician prescribed antibiotics for pre-and post-procedure. Ativan for anxiety, fenergan for nausea, and norco for pain.

Manufacturer narrative:
Cynosure technician inspected the unit and it is working within specifications. There was no device malfunction. The likely cause of this incident is inadequate post treatment care due to the use of ace bandages rather than appropriate compression bandages.